Event description:
The us complainant had a cp pump placed for a patient with multiple cardiac and systemic comorbidities. The patient was in need of a high-risk percutaneous cardiac insertion (hrpci) with impella support. The team had difficulty with delivering but, the sheath and pump were placed. Upon explant a vascular dissection was observed in the right femoral artery (rfa). Team performed balloon tamponade and placed covered stents.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for evaluation. Clinical details noted that patient had hereditary hemorrhagic telangiectasia (hht) that caused abnormally formed blood vessels. Upon insertion of introducer, the physician noted difficulty when advancing the sheath but was able to eventually place sheath. After percutaneous coronary intervention procedure, an angiogram showed dissection in the right femoral artery, but no vascular repair was needed. As the customer reported, the vascular damage against the 14 french introducer, the product investigated was changed to the 14 french introducer. The root cause of the vascular damage - peripheral vessel was most likely patient condition related as the patient had hht. B.7 information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-23861 and was added. H.5 revised as it should have been yes on the initial manufacturer device report number 1220648-2024-23861.